Event description:
It was reported that during a coronary artery stenting treatment procedure a shaft break occurred. The physician attempted to place a 3.00 x 16mm taxus express2 drug eluting stent, but while advancing the stent, the shaft kinked and snapped. It is noted that this product was used after the expiration date. No pt complications were reported. Add'l info has been requested.

Event description:
It was further reported that the target lesion was located in the moderately calcified, 60% stenosed left anterior descending artery (lad). This product was removed from the patient on the guide wire without difficulty.